Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the biomed stated that the arctic sun device was giving low flow during testing. A check of the diagnostics showed a failed flowmeter mis call received from nurse on (B)(6) 2023 prior to sending to biomed. Nurse getting alerts 01 (patient line open) and 02 (low flow). Flow rate (fr) was 0lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 62 percentage, system hours was 2196, pump hours was 1954. Tubing using proper technique and tried to restart. Device primed and stopped. Went back to diagnostics. Inlet pressure (ip) was -7.1psi, flow rate (fr) was 0lpm, circulation pump command (cpc) was 66 percentage. Advised this device should go to biomed to replace the flow meter.

Event description:
It was reported that the biomed stated that the arctic sun device was giving low flow during testing. A check of the diagnostics showed a failed flowmeter mis call received from nurse on (B)(6) 2023 prior to sending to biomed. Nurse getting alerts 01 (patient line open) and 02 (low flow). Flow rate (fr) was 0lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 62 percentage, system hours was 2196, pump hours was 1954. Tubing using proper technique and tried to restart. Device primed and stopped. Went back to diagnostics. Inlet pressure (ip) was -7.1psi, flow rate (fr) was 0lpm, circulation pump command (cpc) was 66 percentage. Advised this device should go to biomed to replace the flow meter.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.